Event description:
The customer reported the device failed to deliver pacing appropriately. The biomed could not duplicate the symptoms. There was no report of any pt impact.

Manufacturer narrative:
The customer reported the device failed to deliver pacing appropriately. The biomed could not duplicate the symptom. There was no report of any pt impact. In 2009, the device was evaluated at the philips bench. The symptom could not be duplicated, no errors were noted in the error log. The device passed all testing and was returned to the customer. No ECG strips or event summaries were provided. Multiple attempts to contact the customer were made. The customer has not called back regarding this device. Philips evaluated the device and there is no info that supports a malfunction occurred.